Event description:
A user facility reported a saline bag back refilled during recirculation mode. A pt was not connected to the machine at the time of the incident. Additional attempts to the customer have been made with no additional info provided. No further info available. During follow-up the technician reported that air separator was replaced and the issue was resolved.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However the facility reported that they replaced the high flow relief regulator and discarded the parts. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.